Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the service indicator on their device is illuminated and the device powered itself off and on. This occurred while on ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, evaluated the device and was able to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator on their device is illuminated and the device powered itself off and on. This occurred while on ac power. There was no patient use associated with the reported event.